Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated device was unable to connect via these electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the electrode pads and the electrode pads performed to specification. Visual inspection of the electrode pads did show c1, d3, and d4 slots are normally closed (empty/vacant of pin) which was confirmed after review of the wiring diagram. The closed (empty/vacant of pin) slots does not affect the fully functionality of the electrode pads. Therefore this claim is being closed as electrode pads meets specification. No trend is associated with reports of this type.